Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow from the fill port of a small volume infusor. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with approximately 60 ml of fluid in the bladder. Visual inspection noted evidence of leak/backflow at the fill port upon removal of the fill port cap. Further examination revealed that this was due to a solid, shiny particle approximately 2.57 mm in length located under the checkband. The particle was identified to be glass via fourier transform infrared spectroscopy; however, it did not match a baxter glass capillary indicating that the glass particle did not come from the device. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.